Event description:
An 8f angio-seal sts plus was deployed in a right femoral artery without complications. Reportedly, it was a very low stick. Shortly after the procedure, a doppler ultrasound revealed the pt lost pedal pulses. Surgical intervention was performed to remove the device from the lumen of the common femoral artery. There was thrombus around the device causing an occlusion. The pt recovered and was discharged home.

Manufacturer narrative:
As the product was not returned and the lot number was not available, our investigation was limited. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) warns, do not use the angio-seal device if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery. This may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency.